Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was admitted to the emergency room (ER) due to hyperglycemia on (B)(6) 2025. The patient's blood glucose levels (bg) reached 485 mg/dl while wearing the pod between 36 and 48 hours. It was reported the adhesive began coming loose from the infusion site (abdomen) causing the cannula to dislodge. Symptoms reported include feeling lethargic, unable to eat or drink, vomiting and high ketones. The patient was treated with intravenous fluids and was discharged after 5 hours.